Event description:
Patient was having a pacemaker inserted and was in atrial fibrillation. Patient is ventilated. While being paced, merge hr was showing inaccurate heart rate of 7 and 31. Registered nurse (rn) attempted to find accurate heart rate by changing and switching leads but unable to get an accurate heart rate.